Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that upon inspection, there was no visible damage on the sheath but when it was replaced, the errors cleared.

Manufacturer narrative:
Continuation of d10: product ID: 12fcc13, product type: sheath product; ID: 106a3, product type: cryo console; product ID: 203cx product type: coaxial umbilical cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection. The coaxial umbilical and catheter were replaced without resolution. Blood was observed in the coaxial cable upon replacement. The coaxial electrical cable was replaced without resolution. Technical services advised to replace the auto connection box, and reboot the console without resolution. Upon the reboot a system notice was received indicating that the system detected a malfunction preventing further delivery of cryotherapy. The system was then rebooted with the catheter disconnected and a system notice was received indicating that the safety system detected fluid in the catheter and stopped the injection returned upon reconnecting the catheter. The sheath appeared was alleged to be damaged internally, causing further damage to the balloon. The console was rebooted, the coaxial umbilical, sheath and the catheter were replaced. After the reboot, the new coaxial umbilical, sheath and catheter were connected which resolved the issue. The case was completed. No patient complications have been reported as a result of this event.